Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd (B) (4)) and the importer (B) (4). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Since the device is water-tight sealed and was found to meet its specification, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. The origin of a positive leak test is often the staple line which remains outside of the anastomosis ("dog ears"). Leak detected at this stage (positive leak test) enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of future anastomotic leaks.

Event description:
The pt underwent a laparoscopic left colectomy procedure. End to end anastomosis was performed with the car device 20 cm from the anal verge. A bubble test conducted, following the creation of the anastomosis, indicated leak. The surgeon re-performed the anastomosis with staples.